Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, tube/sleeve, drive, wiper seal, flange gripper retainer, iui bracket, lens indicator and left/right iui. Performed calibration. The probable root cause of the reported issue was due to wear of the front cover syringe. A review of the device history record showed the device had a manufacture date of 16sep 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, tube/sleeve, drive, wiper seal, flange gripper retainer, iui bracket, lens indicator and left/right iui. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of .16sep 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue based on the findings, service determined that the probable root cause of the reported issue was due to wear of the front cover syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.